Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore the device was not implanted. Reportedly, the screwdriver clicked two times, but not anymore, then appropriate connection was verified. The set-screw was then loosened, and it could no longer be connected. The physician has watched the lead connection video posted on the company website, and as indicated, the recommended methods were applied. Another pacemaker was subsequently implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.